Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission showed non-sustained lead noise and short, non-physiological ventricular to ventricular intervals. The patient presented to the hospital and the device was turned off and lead replacement procedure was planned. There were no adverse events to the patient.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2018. Upon removal of the lead, the lead fell to pieces. The lead was discarded. There were no adverse consequences to the patient.